Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 03/07/2023, 03/13/2023 and 03/20/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11:updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18106.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit had a check vent primary alarm failed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. A philips remote service engineer (rse) consulted with the biomed. The customer verified there is a code 1102 in the significant log. The rse instructed the customer to check the speaker #2 cable connection going to the power management printed circuit board assembly (pm pcba).